Event description:
Allegedly, patient revised due to metallosis/ cobalt poisoning, pseudotumors, heavy metal toxicity, infirmity/ disability, compromised immune system. (Right).

Manufacturer narrative:
This is the same event as 3010536692-2015-00708.